Manufacturer narrative:
The returned device was evaluated. Visual evaluation revealed one foot falling off from the plastic housing enclosure. During evaluation the device passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the saturation reading is off, and the unit needs to be re-calibrated. Customer did not state hi or low, or by how much. No known impact or consequence to patient.